Event description:
Additional information was received indicating the device was reprogrammed, however, post-paced t-wave oversensing was still observed. No additional intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing and far r-wave oversensing were observed. No intervention has been performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.